Event description:
The hcp reported that "something's wrong - not working right." The pump was explanted and replaced and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.

Manufacturer narrative:
Device analysis not available at the time of this report. A f/u report will be sent when analysis is completed.